Event description:
Customer reports to have received a battery error alert, low battery, and a spanish software anomaly. Customer reports that when he received a low battery, bolus stopped. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced due to two spanish software anomaly in one week. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected off no power, failed battery test, battery out limit, low battery, battery error or weak battery alarm noted. Insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump passed the unexpected restart error test. No unexpected restart alarm or bolus stopped alarm noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. However, an alarm found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay and minor scratches on lcd window.